Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the complainants description that the motor would not turn could not be confirmed. It was further noted that the device would emitted an unusual noise (vibration and grinding), had rough rotation and damaged and corroded bearings. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during testing, it was observed that the burr attachment device would not turn. During an in-house engineering evaluation, it was observed that the device emitted an unusual noise and had a rough rotation and damaged and corroded bearings. It was reported that there were no delays. It was not reported whether a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.